Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gabalon (2000 mcg/ml, 139 mcg/day), also reported as lioresal (2000 mcg/ml, 395.6 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, the patient was experiencing withdrawal symptoms and the patient's mother heard beeping (alarm) from the pump occurring every hour. The patient's mother brought them into the emergency room (ER) due to the withdrawal symptoms. The pump was interrogated and there was a safe mode message on the pump starting on (B)(6) 2017 and "pump reset". An additional report indicated the logs showed multiple resets, low battery resets and safe state logs. Early (premature) pump battery depletion was reported. Surgical intervention occurred and thepump was replaced on (B)(6) 2017. The patient was now doing well. The reported symptoms occurred suddenly. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture's representative reported the patient was using lioresal with the pump. Gablofen was used with the patient's new pump as the hospital did not have lioresal.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of baclofen at 12.4 mcg/day in minimum rate infusion mode. Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump was returned to the manufacturer for analysis. It was reported the patient was not in a clinical study, the device had been used with/in the patient for treatment, and there was no patient death or patient injury. It was indicated the pump had been replaced due to early battery depletion, and the patient had experienced a sudden loss of therapy. No rotor or dye studies had been performed.

Manufacturer narrative:
Analysis found that there was high resistance in the battery. If information is provided in the future, a supplemental report will be issued.